Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that an unspecified number of syringe 1ml s/t w/ndl 25x5/8 rb experienced difficult plunger rod movement. The following information was provided by the initial reporter: material no.: unknown (as reported: 309616) batch no.: unknown per email: I purchased 2 boxes of bd syringe when my regular brand was on back-order. My staff have complained bitterly about these syringes and today I used one and see what they're saying. The plunger is very "sticky" and it's hard to take a blood sample smoothly (or sometimes get the sample at all). Since using these syringes, we have experienced a lot of multiple attempts on some animals. Then, today, I pulled one out of the cupboard and it's completely defective.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 1ml s/t w/ndl 25x5/8 rb experienced difficult plunger rod movement. The following information was provided by the initial reporter: material no.: unknown (as reported: 309616), batch no.: unknown. Per email: I purchased 2 boxes of bd syringe when my regular brand was on back-order. My staff have complained bitterly about these syringes and today I used one and see what they're saying. The plunger is very "sticky" and it's hard to take a blood sample smoothly (or sometimes get the sample at all). Since using these syringes, we have experienced a lot of multiple attempts on some animals. Then, today, I pulled one out of the cupboard and it's completely defective.